Event description:
Report received of an independent rate change on the pump. It was reported that the pt was started on a heparin drip at 10ml/hour in the emergency room. The concentration of the drug was not recalled. According to the customer contact, the pt was transferred to a regular medical floor and the rn working on the floor reported that she found the pump infusing at 100ml/hour. The time frame between when the drip was started and when it was reported to be found infusing at 100ml/hour could not be determined by the customer contact. The pt's ptt level was reported to be greater than 150 seconds. The heparin was stopped for 2 to 3 hours, and then resumed at 10ml/hour. There was no reported adverse pt event and no bleeding event with the pt.